Event description:
An error message was reported with the adc device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced symptoms described as loss of consciousness. Customer was unable to self-treat due to symptoms and reported visiting a hospital where they received glucagon and "intravenous serum" for a diagnosis of hypoglycemia. "Complimentary tests" were also reportedly done at the hospital. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
This serves as a correction report. At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.section b1 was updated to reflect adverse event section d4 model number was updated to 71992-01.